Manufacturer narrative:
Additional information: b1, b2, b5 d6b, d9, h1, and h6.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed premature battery depletion of the pulse generator. No interventions were reported. There were no patient consequences.

Manufacturer narrative:
Correction: h3.

Manufacturer narrative:
Reported event of ¿premature wear due to overcurrent¿ was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of device image found the device drew high current. Electrical tests confirmed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.